Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer was unable to rewind the insulin pump. Customer's blood glucose was 124 mg/dl. The insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display and constant tone. The problem was isolated to the mother board. No motor error alarm could be verified due to the blank display. The functional testing could not be completed due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.